Event description:
It was reported that after placement of clips, some appeared to be misformed or "crossed legs". The clips did not fall off the vessel during the procedure. No pt injury or complication was reported.